Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
Within 5 minutes of use during a multi-fusion spine case, the device button was released and it was identified that the device continued to deliver rf energy when the button was not pressed. It is unknown if the button was sticking. It was also identified that the electrode at the tip of the device was turning black as if it was burned. There was reportedly no tissue buildup at the tip of the device. A second device from an unknown lot number was used with the same generator to complete the case. There was no patient impact or injury as a result of the activation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.